Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer experienced an elevated blood glucose (bg) level described as "high"; no exact bg level was provided. A correction bolus was delivered to address the bg levels. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Insulin deliveries were successfully resumed after loading the new cartridge. Tandem technical support attempted to follow up with the customer multiple times to ensure the customer's bg level decreased; however, no response was received.